Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 95 to 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 93 mg/dl and 153 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 12/22/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1:62mg/dl (B)(6) 2015 07:30 am. 2:89mg/dl (B)(6) 2015 07:34 am. 3:100mg/dl (B)(6) 2015 09:40 am. 4:106mg/dl (B)(6) 2015 07:27 am. 5:115mg/dl (B)(6) 2015 10:04 am. Adverse event not reported.

Manufacturer narrative:
(B)(4).

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 95 to 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 93 mg/dl and 153 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 12/22/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1: 62mg/dl (B)(6) 2015 07:30 am; 2: 89mg/dl (B)(6) 2015 07:34 am; 3: 100mg/dl (B)(6) 2015 09:40 am; 4: 106mg/dl (B)(6) 2015 07:27 am; 5: 115mg/dl (B)(6) 2015 10:04 am. Adverse event not reported.